Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacemaker was found to be in backup vvi mode. The device was reprogrammed and the patient is in stable condition.